Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all devices were on critical override delay in patient/order information crossing. A technical support specialist (tss) dialed into server, reviewed the site status, confirmed that system messages were current, and observed multiple devices in critical override caused by communication issues, with no impact to patient care or order processing. The tss reviewed the server synchronization services, identified a connectivity timeout affecting device communication, restarted the data synchronization service, confirmed that message publishing resumed successfully and that devices were cleared from critical override in the health sight viewer, verified normal system operation, contacted customers who confirmed resolution. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all devices were on critical override, causing delays in patient and order information crossing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.